Event description:
The manufacturer received information related to an essence nebulizer device. The user's son contacted the manufacturer stating that the user is decease and that he does not have the nebulizer for return. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.